Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.